Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the rep was calling from the operating room (or). Rep reported pt is having a full replacement and 2 leads fractured during explant. Rep is inquiring about MRI compatibility if the fractured leads are left implanted. Agent sent follow-up email to collect staging record information as rep was in or. It was noted by the rep that both leads fractured at the same time and are still inside the patient's body and a new lead was implanted. Rep called back on 2025-may-19 for assistance in updating pt's registration. Transferred caller to patient registration services so that they can properly update registration to accurately match what patient has implanted.

Manufacturer narrative:
Continuation of d10: product ID 3093-33 lot# v639198 serial# implanted: (B)(6) 2011 explanted: product type lead product ID neu_un known_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(6) ubd: 26-jan-2015, UDI#: (B)(4) ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 26-jan-2015, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.